Manufacturer narrative:
It was reported that the pack was received and they found what appears to be a needle used in manufacturing broken off in the towel. The item was found upon opening the pack, so the pack was discarded and never used. No patient was harmed nor was this used in a procedure. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Pack was received and they found what appears to be a needle used in manufacturing broken off in the towel.